Event description:
It was reported that during an implant attempt, two different right ventricular (rv) leads were attempted and not used due to having high impedance when connected to the device. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4)- the full lead was returned in segments and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism. (B)(4) - the full lead was returned in segments and analyzed and no anomalies were found. However, there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.